Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient recovered on (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2tb08. Implanted: (B)(6) 2023. Product type lead product ID 978b128 lot# va2tb08. Implanted: (B)(6) 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that the patient was experiencing three transient apneas. The patient was brought to pacu at 1053, initially responding with head nodding, and at 1100 bp, 70/48 hr, 45 bpm. Gave the patient 0.4 mg of atropine, a 500-ml bolus of IV fluids, and 15 mg of ephedrine. Patient required assisted ventilation via ambubag with oral airway. Sinus tachycardia on ECG, bp was 50/20, 200 mg of phenylephrine patient spontaneously started ventilating on her own, bp 199/132, hr 145 bpm, patient placed on facemask, responding, eyes open. Transported to mgh ed, vss: bp 155/111 hr: 128 bpm¿ recovered/resolved: (B)(6) 2023 additional information was received, and it started to lead to a serious deterioration in the health of the subject. EKG: non-specific changes, not significant findings, abnormal EKG.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2tb08, serial# implanted: (B)(6) 2023 explanted: product type lead product ID 978b128 lot# va2tb08 serial# implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.